Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein they added a new lead and was doing well postoperatively.